Event description:
Olympus (osh) was informed that the customer display video processor has an image defect, ¿image shows stripes and block the normal image¿. The customer reported problem was found during an unspecified procedure. The procedure was completed using the same device. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, found stripes in the image due to a defective/loose video cable connector, however, a no image could be reproduced. The repair inspection also noted the battery on the printed circuit board has been consumed. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the evaluation results, the stripes in the image are due to a defective/failure of the video cable connectors. However, the cause of the defective video cable connectors could not be conclusively determined.